Event description:
It is reported that the patient underwent total knee arthroplasty in 2006. Three mos later, the surface was being removed due to an infection. During surgery the hex driver bit of the screwdriver twisted and tore off. The locking screw of the hinge post extension could not be disassembled to replace the surface. The wound was rinsed. A second revision is planned for the next month.

Manufacturer narrative:
Evaluation summary: it is possible hinge post extension was over-tightened initially & required extremeley high torque to open screw. Surgical technique recommends to tighten hinge post extension to 130 in-lbs torque. Driver bit has been tested to withstand a torque of 250 in-lbs before fracture which is well above service torque of 130 in-lbs. Driver exhibits fracture damage to hex at approximately base of hex. Fractured component not returned for evaluation. Driver bit exhibits fracture/twisting deformation to hex of devce. Scanning electron microscope examination of driver & driver bit shows fracture occurred by overload torsion. Energy dispersive spectroscopy analysis of driver showed fe and cr elemental peaks that are typical for a 440 sst. Eds analysis of driver bit showed fe, cr, ni, cu and ti peaks typical of 455 sst. Devices meet specifications as measured.